Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that without the requested clinical information, a thorough medical investigation cannot be rendered, nor can the root cause of the breakage and the connection issue be determined. However, the sureshot targeter was outside of the patient when the breakage and connection failure error occurred. Based on the information provided, the surgeon changed the surgical technique to complete the procedure. Since there was no harm to the patient or other complications reported, no further clinical/medical assessment is warranted at this time. A review of the complaint history for the listed part revealed prior complaints for the listed failure mode but no other complaints with the same serial number as this is a unique serial device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, while using a sureshot targeter, ,the targeter was not working, when the solenoid was connected, there was a breakage and a connection failure error occurred. The procedure was completed changing the surgical technique and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.